Manufacturer narrative:
Initial.

Event description:
It was reported that a dexcom g7 continuous glucose monitor (cgm) sensor applied by the user failed to pair with the ilet bionic pancreas, and an agent assisted the user with toggling cgm settings; the issue involved intermittent communication failure and was associated with the antenna/electrical-magnetic components. No adverse clinical symptoms reported. Outcomes included no health consequences or impact. User support included interviews and analysis of information provided by the user. Investigation of this case revealed an interoperability problem between the cgm and the ilet with intermittent communication failure traced to component-level factors related to the antenna/electrical-magnetic elements. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure.